Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code 12. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.